Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153, 174, 167 and 152mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 186 and 159mg/dl. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer stated have not had changes in the diet except added a probiotic yogurt on lunch meal.